Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value was not provided; cause was unknown. Reportedly, the customer fell and hit their head. Customer could not recall their treatment they received during hospitalization to treat bg. Customer was discharged with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.